Event description:
The pt was admitted to the medical intensive care dept with a diagnosis of cardioseptic shock. Continuous veno-venous hemodialysis (cvvhd) was initiated on the prisma machine in 2007. The facility's staff began reporting machine alarms the next day. Following these alarms, the pt's blood was returned and the treatment was resumed with a new prisma set. Two days later, the staff began experiencing additional machine alarms. The treatment was terminated and the pt's family made the decision to terminate life support. Approx 18.5 hours later the pt expired. The machine was inspected by a gambro technical service rep who determined a cause for the recurrent machine's alarms. He repaired the machine and authorized its return to service.